Event description:
It was reported that the patient was unable to adjust stimulation. The patient had reportedly turned the external neurostimulator (ens) off prior to entering a store. After entering the store, the patient tried to turn the ens on and received a ¿call your doctor¿ icon and a power on reset (por) message. It was mentioned that the por may have been caused by electromagnetic interference (emi) from the store security gates. The patient was able to clear the por and turn stimulation back on. The patient also reported that when she rode in the car, it felt like it ¿jolted her in the back.¿ it was also reported that when stimulation was increased for the right leg, the patient was able to feel stimulation in both legs, even when the left leg was turned completely off. The patient stated that when sitting, she did not feel stimulation on the outer right leg, which was where it hurt most. It was noted that the patient w as to meet with the manufacturing representative for reprogramming on the day following this report. It was later reported that the patient had been reprogrammed and been provided with additional education on (B)(6) 2013. It was noted that the patient was very happy with the results and had a positive trial. The patient was reportedly being scheduled for a permanent system.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).